Event description:
It was reported that the as lvp 20d 2ss cv leaked from the catheter during the infusion. The following information was provided by the initial reporter: "rn hung new IV precedex bag upon transfer of pt to moms lap. Piv infusing noted to be out and large amount coming out of catheter."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of large leak from the catheter could not be verified due to the product not being returned for failure investigation. No product will be returned per customer. No investigation was performed. A device history record review could not be performed because a valid lot number was not provided by the customer. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code: 1354. FDA patient problem code: 2199.

Event description:
It was reported that the as lvp 20d 2ss cv leaked from the catheter during the infusion. The following information was provided by the initial reporter: "rn hung new IV precedex bag upon transfer of pt to moms lap. Piv infusing noted to be out and large amount coming out of catheter."